Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including an internal inspection, bench handling, incoming functional testing and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log did not observe any faults that would have contributed to the customer's report. The log showed occurrences of medium priority alarms that do not confirm a device malfunction and could be caused by multiple conditions including a loose patient connection, a leak in the circuit, exhalation valve or incorrect setting for the patient's condition. There was no evidence within the logs that the end user tried to resolve the alarms and there was no indication that the patient was moved over to manual respiratory therapy. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the patient subsequently expired.